Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(cloudy ).

Manufacturer narrative:
We checked the returned unit and confirmed that the foggy image. (Not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the bending rubber missing, the segment crushed, and the distal body worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.